Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image was received from the field showing the deformed device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using a 10 f amplatzer trevisio intravascular delivery system. During the procedure, while deploying the device, the right disc of the occluder took on a cobra head configuration. It was subsequently replaced with a 26 mm amplatzer septal occluder, which also formed a cobra head in the right disc of the occluder during deployment. The procedure was aborted as the device was not stable after the stability test before the drop device. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation/kink was noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.